Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) expired while connected to the fresenius cycler. There were no recorded allegations of a malfunction or product deficiency with the cycler. Additional information about this event was obtained through a follow-up with a pd nurse who confirmed the patient expired on (B)(6) 2022 while connected to the fresenius cycler. Per the nurse, details surrounding the patient¿s death are unknown. While there are no treatment sheets available, the nurse stated there were no known malfunctions or otherwise product related issue with the cycler involved in the death. Moreover, the nurse indicated the patient had been completing pd treatments prior to death without any adverse effects. It was stated the cause of the patient¿s death was unknown. Esrd death form was not available. However, the nurse stated the fresenius cycler is not suspected to have caused or contributed to the event. The patient had underlying comorbid conditions of end stage renal disease (esrd), atrial fibrillation, high blood pressure, polycystic kidney disease and recent diagnoses of covid-19. Per the nurse, the patient¿s death was suspected to be related to concomitant ongoing covid disease. The fresenius cycler is pending return to manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. Currently, there is no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused this event. At the time this clinical investigation was completed, the cycler had not been returned to the manufacturer and cycler product investigation is pending. The exact cause of the patient¿s death is unknown. However, the patient had several mortality risk factors including esrd, atrial fibrillation, high blood pressure and polycystic kidney disease. Moreover, the patient was recently diagnosed with covid-19. Therefore, it is likely the patient¿s death was associated with underlying disease.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 7/jun/2022, it was reported that this patient on peritoneal dialysis (pd) expired while connected to the fresenius cycler. There were no recorded allegations of a malfunction or product deficiency with the cycler. Additional information about this event was obtained through a follow-up with a pd nurse who confirmed the patient expired on (B)(6) 2022 while connected to the fresenius cycler. Per the nurse, details surrounding the patient¿s death are unknown. While there are no treatment sheets available, the nurse stated there were no known malfunctions or otherwise product related issue with the cycler involved in the death. Moreover, the nurse indicated the patient had been completing pd treatments prior to death without any adverse effects. It was stated the cause of the patient¿s death was unknown. Esrd death form was not available. However, the nurse stated the fresenius cycler is not suspected to have caused or contributed to the event. The patient had underlying comorbid conditions of end stage renal disease (esrd), atrial fibrillation, high blood pressure, polycystic kidney disease and recent diagnoses of covid-19. Per the nurse, the patient¿s death was suspected to be related to concomitant ongoing covid disease. The fresenius cycler is pending return to manufacturer.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler was able to complete the treatment without issues. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 7/jun/2022, it was reported that this patient on peritoneal dialysis (pd) expired while connected to the fresenius cycler. There were no recorded allegations of a malfunction or product deficiency with the cycler. Additional information about this event was obtained through a follow-up with a pd nurse who confirmed the patient expired on (B)(6) 2022 while connected to the fresenius cycler. Per the nurse, details surrounding the patient¿s death are unknown. While there are no treatment sheets available, the nurse stated there were no known malfunctions or otherwise product related issue with the cycler involved in the death. Moreover, the nurse indicated the patient had been completing pd treatments prior to death without any adverse effects. It was stated the cause of the patient¿s death was unknown. Esrd death form was not available. However, the nurse stated the fresenius cycler is not suspected to have caused or contributed to the event. The patient had underlying comorbid conditions of end stage renal disease (esrd), atrial fibrillation, high blood pressure, polycystic kidney disease and recent diagnoses of covid-19. Per the nurse, the patient¿s death was suspected to be related to concomitant ongoing covid disease. The fresenius cycler is pending return to manufacturer.